Event description:
New information received notes that the lead was unable to be implanted due to patient anatomy.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during implant procedure, the right atrial lead exhibited loss of capture. The lead was not used. The physician opted to implant a single chamber pacemaker to complete the procedure. Patient was in stable condition.